Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 would fail daily and also multiple drawers in station were sticking and bearings on the ground. A field service engineer (fse) cleaned the sensors on drawer and verified proper operation by opening and closing the drawer multiple times. The fse attempted to resolve sticking issues on multiple drawers by adjusting all rails; however, some drawers continued to stick. Upon further inspection, a missing bearing cage was identified, and the affected half height drawer was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 was not opening. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.